Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a post-polypectomy bleed in the cecum during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, the resolution clip was advanced through the endoscope to the target lesion. The clip successfully grasped tissue; however, during deployment, the clip would not release from the delivery system. The physician spent 10 minutes trying to remove the clip from the tissue. Eventually, the clip detached from the tissue, but the "cable" in the delivery system perforated the cecum. The procedure was not completed due to this event. The patient was hospitalized and a scan was performed of the area. It is not known if the perforation required treatment. The patient's current condition was reported as being okay.